Event description:
On 3rd april 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that some years post-operatively, clouding of the primary lens has been observed.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient underwent bilateral lens exchange using z8 femotsecond laser on (B)(6) 2017. The patient remained hypermetropic following lens implantation and subsequently underwent implantation of a supplementary sulcoflex iol in (B)(6) 2017. A laser capsulotomy was also performed on (B)(6) 2020. On (B)(6) 2025, the patient returned to their healthcare professional complaining of cloudy vision. Examination of the eye confirmed that the eye is generally healthy; however, clouding of the primary lens was confirmed. The healthcare facility and patient are currently in consultation regarding next steps. Rayner has been advised that explantation is being considered. The healthcare faciltiy has been asked to retain the lens in the event of explantation and to return it to rayner for evaluation. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully un-derstood; it is known that it stems from changes in the eye's environment due to patient comor-bidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic visco-elastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflam-matory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The cause of the onset of lens clouding post-operatively cannot be established from the limited evidence and information available. Additional information has been sought from the healthcare facility to facilitate further investigation.

Manufacturer narrative:
The reference c25-0690 has been allocated to this case by rayner. The event description provided states that the patient underwent bilateral lens exchange using z8 femotsecond laser on (B)(6) 2017. The patient remained hypermetropic following lens implantation and subsequently underwent implantation of a supplementary sulcoflex iol in (B)(6)2017. A laser capsulotomy was also performed on (B)(6) 2020. On (B)(6) 2025, the patient returned to their healthcare professional complaining of cloudy vision. Examination of the eye confirmed that the eye is generally healthy; however, clouding of the primary lens was confirmed. Rayner has never had a confirmed case of primary calcification relating to a rayner iol. Rayner has made no material processing or packaging changes that may have negatively affected our iols. Secondary calcification affects many manufacturers and is a phenomenon that is not fully un-derstood; it is known that it stems from changes in the eye's environment due to patient comor-bidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic visco-elastic devices , repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact be-tween the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflam-matory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The explanted lens was returned. The explanted lens underwent structural and ultrastructural analysis comprising of eds and scanning electron microscopy (sem). Alizarin red staining was also performed. No calcium or phosphate was detected on c25-0690 during eds analysis - this can occur when calcification appears within the lens material itself and not on the surface of the lens. Sem imaging supports this as the surface of the lens appears very bumpy, which may be indicative of nodules beneath the surface. Secondary alizarin red staining was performed. Bright red nodules are clearly seen in the alizarin red staining performed on the c25-0690 lens sample, which suggests that the stain has bound to calcium nodules present in the lens. The lens analysis performed confirms calcium nodules are present within the lens material therefore verifying the report of lens calcification. It is possible that the repeat ocular procedures may have had some influence; however, this cannot be verified. While the analysis confirms calcification, we cannot establish the mechanism by which this has occurred in this case.

Event description:
On 3rd april 2025, rayner received notification from a UK healthcare facility of an event that occurred following implantation of a c-flex aspheric 970c iol. The event description provided states that some years post-operatively, clouding of the primary lens has been observed.